Manufacturer narrative:
(B)(4). Upon further review of this complaint, file for kinked tubing, there was no report of a leak or a hole.

Event description:
A customer contacted baxter to report that the cassette tubing was bent / kinked and that she had attempted to connect to the bent tubing. The home patient (hp)'s caregiver (cg) stated that it was hard to connect. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.